Event description:
It was reported that the patient presented to clinic for a follow up. Device interrogation reveals that the right ventricular (rv) lead exhibited oversensing noise resulting in pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition.